Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in line) alarm was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data is available within the complaint to identify root cause; therefore, it is undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown, a batch review will not be performed. A 510k number cannot be provided in this report because the product code is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
Reportedly, on (B)(6) 2011, a homechoice machine alarmed system error 2240 during drain 4 of 4. The patient was connected to the machine at the time of the alarm. There was nothing unusual observed with the supplies. The alarm occurred during last night's therapy. The patient disconnected and disposed of the supplies. The technical service representative explained the alarm to the patient. No patient injury or medical intervention was reported. No further information is available.